Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator system implant procedure. The procedure was completed normally and the patient's condition was stable. After about two hours after the procedure, the patient went into cardiac arrest and heavy chest compression was performed. The patient recovered and was awake. The patient was examined and it was noted that the patient's heart rate had dropped to 40 beats per minute (bpm) when the code was called. An interrogation of the implantable cardioverter defibrillator was performed which found the right ventricular lead to have a slightly elevated capture threshold. The patient was then moved to intensive care unit (ICU). While in the ICU, the patient was intubated and interrogation of the device showed a heart rate of 130 bpm and a still elevated ventricular capture threshold. The physician decided to revise the right ventricular lead. During the procedure, the patient 'coded' again and pericardiocentesis was performed. Chest compression and a manual resuscitator were given to the patient. Blood was pulled from the pericardium but the patient did not sustain a heartbeat with cardiac output. The patient experienced 7 ventricular fibrillations during the code which the device successfully provided high voltage therapy each time. About an hour of the code, the patient was pronounced deceased at 7.10 pm on (B)(6) 2021. It was suspected that the patient initially 'coded' as a result of stress from anesthesia post procedure. Consequently, the chest compressions caused the right ventricular lead to perforate the endocardium.